Manufacturer narrative:
(B)(4). It was reported that the patient had a revision of a tibial plate and a tibial bearing 9 years post implant due to pain, loosening and tibial subsidence. No additional patient consequences were reported. Concomitant medical products: cobalt-g hv bone cement 40gm b catalog #: 402433 lot #: 769280. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01392, 0001825034-2017-01391, 0001825034-2017-01771, 0001825034-2017-01392-1, and 0001825034-2017-01391-1.

Event description:
It was reported that the patient had a revision of a tibial plate and a tibial bearing 9 years post implant due to pain, loosening and tibial subsidence. No additional patient consequences were reported.

Manufacturer narrative:
Complaint number cmp-(B)(4). Vanguard complete knee system catalog #: 189060 lot #: 344420 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01392 and 0001825034-2017-01391.

Event description:
It was reported that the patient had a revision of a tibial plate and a tibial bearing 9 years post implant due to pain. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Complainant response was not requested. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01391-2, 0001825034-2017-01392-2, and 0001825034-2017-01771-1